Event description:
Consumer states that his chair would intermittently stop moving. Consumer states in order to get the chair to move again he would have to wiggle the joystick or use his foot to push off of a wall. No additional information provided.